Event description:
On (B)(6)2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter displayed a message reading ¿high¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 9pm on (B)(6)2014. The patient manages their diabetes with an insulin (no adjustments), and stated that in response to the alleged product issue they ate more food/drink at some stage in the early hours of (B)(6)2014. At 3:30am on (B)(6)2014 the patient experienced ¿shaking, loss of balance and hunger¿, and in response to these symptoms they self-treated by taking ¿20 units humalog insulin¿ as soon as they felt symptomatic. The patient stated that no other device was used to test their blood glucose at this time. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue was not able to be resolved with training. The products were replaced and requested for evaluation. This complaint is being reported because the patient suffered symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.